Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted to the cx. Approximately 7 months post index procedure the patient suffered a mi. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (myocardial infarction). (B)(4).